Event description:
It was reported that product has a fire. No adverse patient effects were reported. The result of reviewing the cause of the product fire is presumed that the battery was fired. The cover where the battery is located melted and punctured. As a result of internal confirmation, 2 out of 3 battery cells were lost. There were no traces of the two missing battery cells and it was confirmed that one remaining battery cell excluding the lost battery operates normally.